Event description:
It was reported that the system would not switch on (no boot). This resulted in a total loss of imaging functionality. There is no reported of injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.